Manufacturer narrative:
Local distributor received notification of possible incident at this facility. Phone call to facility on 8/6/08 rep spoke with admin who did not know date of this alleged incident, could not provide lift model type or serial number. User guides are clear in instruction as to the proper and safe use of the product. This incident is viewed as user error and not a product problem. Lift is still in use at the facility.